Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead oversensed noise resulting in pacing inhibition and asystole greater than two seconds for a dependent patient. Although dependent, the patient was asymptomatic. Attempts to recreate the noise was unsuccessful. The sensitivity was adjusted and no surgical intervention is planned. The lead remains in service. No adverse patient effects were reported.